Manufacturer narrative:
Age at time of event - over the age of 18 years old. Device evaluated by MFR. : the promus elite ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified mid-section and distal stent damage with the stent struts lfted from the crimped position. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink 47.7 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 19-may-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending coronary artery. A 20 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. The patient status was stable. However, returned device analysis revealed stent damage.